Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. Two other malfunction events for this device were reported by the customer, no details were provided; see MDR 2016493-2022-99082 and MDR 2016493-2022-99088. No patient or user harm was reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined the drawer and communication sled required to be replaced. Device confirmed operational after new drawer and communication sled installation.

Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. Two other malfunction events for this device were reported by the customer, no details were provided; see MDR 2016493-2022-99082 and MDR 2016493-2022-99088. No patient or user harm was reported.

Manufacturer narrative:
Retro supplemental h11 verbiage: this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-apr-2020 to 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 failed. The field service technician examined es anesthesia application debug log and found only one drawer failure, visually inspected rear chassis of both hh drawers looking for loop and nicks on retractor band cables but no issues found. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. No patient or user harm was reported.